Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of receiving false hypoglycemia alerts even when the blood glucose (bg) value was in normal range. The patient reported that the event happened on (B)(6) 2025 at 4:23 pm. The sensor glucose (sg) value was 84 mg/dl and no bg value was provided. The patient received low glucose alert as sg value was below the alert level. The event did not result in any patient harm nor required any medical assistance.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud based platform supporting eversense systems. A review of the data management system (dms) revealed that on (B)(6) 2025 at 4:23 pm, the sensor glucose (sg) was 87 mg/dl and no bg was entered. Dms alert history confirmed that the user received a low glucose alert at the time of the event, when the sg was at 87 mg/dl. Further review confirmed that multiple low glucose alerts were triggered during the afternoon of (B)(6) 2025, between 3:58 pm to 8:18 pm, with alerts happening every 25 minutes because the sg remained below the low alert level during that timeframe. However, the actual blood glucose (bg) was higher and in normal range, as reported by the customer.the investigation analysis revealed symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. A review of the in-vivo data also revealed instability in reference channels around the reported time frame. This also potentially contributed to the inaccuracies observed by the customer. No further investigation was found necessary for this complaint. B4. Date of this report 02 oct 2025. G3. Date received by the manufacturer? 02 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224,4248. H6. Investigation conclusions updated to 19.